Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: three samples were returned to our quality team for investigation. Upon visual inspection, no issues related to the scale was observed. A device history review was performed for lot 2402029, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. According to iso 7886-1 section 9, the tolerance for the scale for a 50ml syringe at nominal capacity is 48-52 ml. During the barrel printing process, operators periodically verify the volume accuracy with a pass/non pass gauge. The returned samples were evaluated using the same method and were found to be within the required tolerance, no issues related to the volume was identified. Retained samples of the reported lot were used for additional evaluation. All product was inspected and verified to meet required specifications, no issues with the scale were identified. Based on the sample evaluation and our quality team's investigation, we cannot identify a failure or root cause related to our product or manufacturing process at this time. Complaints received for this device and reported will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Short description: the nurse describes that bd plastipak shows the wrong ml when adding medicine. The nurse describes that bd plastipak shows the wrong ml when adding medicine. The nurse draws up 10ml of nacl in the b braun omnifix syringe from the spike, puts on the b braun sterican withdrawal cannula and adds it to the bd plastipak 50ml syringe. In the bd plastipak 50ml syringe, the ml marker shows slightly more than 9 ml, when it should show 10 ml. Previously, the customer used b braun omnifix 50 ml syringe and then they did not experience the same problem. They have recently switched to our bd plastipak 50ml and are therefore wondering if it is showing the wrong ml. Wondered if the discrepancy could be due to a difference between suppliers (b braun and bd) so we did some tests. Withdrawn 10 ml of nacl in b braun 10 ml syringe and added in bd plastipak 50 ml syringe and experienced the same deviation. Withdrawn 10 ml of nacl in a bd plastipak 10 ml syringe and added to a bd plastipak 50 ml syringe and experienced the same deviation here as well. Then there will be 3 products that can be sent in, where 2 are unopened and 1 is opened (only used to draw up nacl). When did the incident occur? During use.